Manufacturer narrative:
(B)(4): the setscrew was returned for evaluation. It was visually and optically confirmed that the thread flanks are gouged and damaged; the damage appears to have initiated at the start of the thread and is consistent around the thread. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that when a surgeon was performing a l4-l5 lumbar fusion, a set screw cross-threaded while being placed in a bone screw at l4 and was unable to be implanted. The surgeon removed the set screw and was able to replace with another set screw. No pt complications were reported.